Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. The explanted pump was returned for evaluation. The evaluation of the pump confirmed the presence of thrombus. The pump was returned assembled with the driveline (dl) cut approximately twelve inches from the pump housing and the distal portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation, as well as the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. The report that the inflow conduit was angled toward the lateral wall could not be confirmed through this evaluation and a correlation to the thrombus found within the outlet stator could not conclusively be established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The device passed functional testing. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2104. It was reported that the patient presented with increased lactate dehydrogenase (ldh) levels. According to the surgeon, the pump position seemed high with the inflow cannula angled towards the lateral wall. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis.